Event description:
The 1104g was used on an aneurysm patient and the catheter read -25 and -35. These values do not correlate to the patient's clinical condition. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.